Event description:
The user facility reported that they encountered low purge pressure during impella cp support. Low purge pressure and elevated purge flows were encountered after purge bag was exchanged. A walk through of a purge cassette change was explained to the bedside nurse, which resulted in gaining back baseline purge flows and pressures. There were no other impella related issues or concerns.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E1 added initial reporter phone number and zip code extension as they were omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned. Purge pressure low - after two days on support, low purge pressure and elevated purge flows after purge bag exchange this morning were noted. The issue resolved with purge cassette change. The cause of the purge pressure low was not determined as no product was returned and insufficient clinical details. Device history review: the device history review could not be completed as the purge cassette serial number and lot number are not known.